Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the step taken to address the event was seeing their healthcare provider (hcp). The therapy issue was not resolved completely. Additional information received from the patient in response to follow-up reported that they had gone to their hcp and it was reset. The therapy issue was resolved.

Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient stopped feeling stim on (B)(6) 2015. The therapy was on. Increase amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). The patient was at 1.3 v. The patient used her pp (patient programmer) on the call and got a poor communication screen at first. The patient then re-positioned antenna and was able to connect. The patient increased stim and confirmed she now felt it. Troubleshooting resolved reported issue. Symptoms reported were: none. The patient also mentioned she replaced pp batteries this morning. The patient asked if she needed to do anything. Reviewed settings are stored in ins (implantable neurostimulator ). Indications for use were noted as: gastrointestinal/pelvic floor and fecal incontinence.